Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a corroded motor home switch. Unable to test for the motor error alarm, backlight or button/keypad anomaly due to the blank display.

Event description:
It was stated that the insulin pump alarmed motor error. Troubleshooting was performed and the insulin pump had a blank screen. The backlight was on, but the buttons were not responding. Nothing further was reported.